Manufacturer narrative:
A philips product support engineer (pse) reviewed the provided logs and determined that the pic ix was functioning as specified/configured. There are various instances where the device has entered standby mode. But every time, the request to enter standby mode was initiated from the pic manage patient screen and not from the mx40 device. The audit logs (audit logs) and pic log viewer data (log viewer) clearly indicates that the device was put on standby from the manage patient window on pic. Based on the information provided, the mx40 was functioning as specified/configured. Manufacture date was corrected from 03/27/2024 to 05/23/2013. The manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required.

Event description:
It was reported the central monitoring technician placed the telemetry device in standby at the request of the floor staff; however, the user indicated the device came out of standby, alarmed for all leads off and then returned to standby without user intervention. This behavior occurred multiple times between 2040 and the discovery of the patient being unresponsive at 0045. The patient later passed away. It remains unknown when the user changed the monitoring mode from standby to active monitoring. Good faith efforts are ongoing.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The patient information center ix, catalog # 866389, serial # (B)(6) in use during this event is reported in MFR 1218950-2024-00652.